Event description:
Caller reported that pump battery would not charge and received a power source alert 07. There was no adverse impact to customer's blood glucose level. Customer attempted to resolve issue by using different wall adapter and charging cable without success. Tandem technical support decided to replace pump, instructed customer on how to switch pump to storage mode, and arranged for return of the faulty unit with a pre-paid label. Customer planned to use multiple daily injections as backup therapy.